Manufacturer narrative:
This device is classified is import for export and is not available for sale in the united states, therefore there is no 510k applicable. There is a similar model available for sale in the united states ec38-i10l-us with a 510k number of k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video scope ec38-i10l. In the event reported, it was stated that the operation channel was buckled. The anomaly was observed in the workshop during inspection. There was no adverse event reported with this complaint. The device is pending repair where the defective part will be replaced. No additional information was provided this complaint.